Manufacturer narrative:
Product ID 3877, implanted: 2012-(B)(6). (B)(4).

Event description:
The patient experienced pain. The impedance measurements were greater than 10,000 ohms. It was not possible to program the lead anymore. The patient will need to have surgical intervention to analysis the capacity of the lead and extension. Surgery was not scheduled at this time. Additional information has been requested

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's lead would be changed on (B)(6)-2013.